Manufacturer narrative:
The field service engineer found a loose screw on a recently replaced sample probe arm. He tightened and aligned the probe arm. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the crp4 (tina-quant c-reactive protein IV) and gluc3 (glucose hk) assays on a cobas 6000 c501 module. Patient sample 1, tested with crp4 on (B)(6) 2022: the sample initially resulted in a crp4 value of <test, accompanied by a data flag. The sample was repeated two times, resulting in crp4 values of 47.4 mg/l and 47.1 mg/l. Patient sample 2, tested with gluc3 on (B)(6) 2022: the sample initially resulted in a gluc3 value of 0.75 mmol/l. The sample was repeated on a second analyzer, resulting in a gluc3 value of 4.18 mmo/l . The sample was then repeated on the initial analyzer, resulting in a gluc3 value of 4.15 mmol/l. The initial questionable results were reported outside of the laboratory and amended. The crp4 and gluc3 reagent lots and expiration dates were requested but not provided.